Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, the device could not be interrogated. A new attempt to interrogate the device was made before explant procedure, but it was unsuccessful. The device was explanted and replaced. The patient is not dependent and is in sinus rhythm. No patient symptoms were reported.